Event description:
As reported, when the user opened the packaging of an ngage nitinol stone extractor the handle was discovered broken. The green sheath at the handle broke away from the metal. The issue with this device was discovered prior to making contact with the patient and it was not used. The procedure was completed by using a new device. No adverse effects were reported.

Manufacturer narrative:
Name and address: phone: (B)(6). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
The complaint device was returned to cook. A visual inspection of the returned device was conducted. The device was returned in an open package with the label. The orange support tubing was broken in to 2 pieces near the handle. There was also a significant kink where the pieces were broken. The returned device was found to be nonfunctional due to sheath damage. The cause for the damage is unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, when the user opened the packaging of an ngage nitinol stone extractor the handle was discovered broken. The green sheath at the handle broke away from the metal. The issue with this device was discovered prior to making contact with the patient and it was not used. The procedure was completed by using a new device. No adverse effects were reported. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. Due to the ongoing covid-19 lockdowns in china, the returning device does not have an estimated date of shipment. The file will be completed on the initially provided information. If the device is received in the future, a follow up report will be sent. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The provided information stated that the "green sheath at the handle broke away from the metal". However, there is no green sheath on the nge device, so that information was not used as part of the investigation. Without the complaint device available for investigation, a determination of the specific nature of the failure and its cause could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.